Event description:
It was reported that a revision surgery was performed due to left hip pain. X-rays showed signals of poly wear. Liner and head were removed and replaced. Hip was reduced and stable.

Manufacturer narrative:
It was reported that a revision surgery was performed due to left hip pain. X-rays showed sings of poly wear. Liner and head were removed and replaced. Hip was reduced and stable. The affected cobalt chrome femoral head and reflection xlpe liner, used for treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Batch number was not provided for the liner, thus no review can be completed. Our investigation including a review of the manufacturing records for the femoral head did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.